Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with intermittent far r atrial oversensing, which caused inappropriate mode switch episodes. No intervention was performed. No further information is available.